Manufacturer narrative:
Patient height: 98 cm. Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Adjustment test: the adjustment test is used to ensure that the progav 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: no significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valve. The progav 2.0 was permeable and operating within specifications. In order to investigate the suspicion of overdrainage, we carried out a computer controlled measurement. The progav 2.0 was tested at a set pressure level of 14 cmh20 (pressure level at the time of intake). The test bench measurement showed that progav 2.0 valve operates clearly outside the permissible tolerance. A second measurement was performed. The second measurement showed that the valve continues to operate outside the tolerance. There is a clear overdrainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was not adjustable to all settings and stagnated at pressure level 14 cmh20. The brake functionality was fully operational, however non-adjustability of the valve it was not possible to measure the brake force. Finally, we have dismantled the valve. Inside the valve we have found clear build-up of substances (likely protein). Based on our investigation, we confirm that the valve was operating in an over-drainage state at the time of our investigation. We suspect that the deposits found inside the valve have led to the functional impairment. Deposits caused by natural substances in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks of hydrocephalus therapy. We can exclude a defect at the time of release. The progav 2.0 met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with a progav 2.0. The reporter indicated that after 1 year and 47 days the valve had an overdrainage. The valve was explanted. Additional information was not provided.